Event description:
Location: (B)(6). Event: depuy mitek vapr s 90 electrode -4.0mm, 90 degs suction with integrated handpiece- distal end sparked and melted while being used on surgical wound. End of device charred. No visual harm to pt.